Event description:
It was reported that the pt underwent a hysterectomy procedure. During the procedure, the grasper tooth hooked the epiploic fat. The physician released the foot pedal with the first "flash" of yellow fat, but nicked the bowel with the device. There was no device malfunction reported. A laparoscopic repair of the bowel was performed and the pt is recovering.